Manufacturer narrative:
Additional information: h6, h10. An event of explant of the valve after four years was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2017, a 23 mm trifecta¿ gt valve was implanted. On (B)(6) 2021, the valve was explanted for unknown reasons. The patient is reported to be in stable condition and recovering well. Additional information has been requested but cannot be obtained.